Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 1) across multiple cartridges. Additionally, it was reported that the customer received a cartridge alarm (alarm 5). Customer's blood glucose was 400-450 mg/dl. Customer reverted to manual injections for alternate insulin therapy.